Manufacturer narrative:
One ligasure atlas instrument was returned for evaluation. The jaws can be opened and closed without incident at this time. The sticking condition is the result of tissue sticking to the electrode surface of the jaws. This occurs when the device is not cleaned properly. The instructions for use state the jaws of the device need to be cleaned during use when tissue or eschar begins to build up.

Event description:
Procedure: gynecology. Reportedly during use, the instrument stuck on tissue and could not be removed. The surgeon used another instrument to pry the first instrument off of the tissue. A similar device was used to complete the procedure without any report of adverse affects to the patient.